Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient's mother contacted animas alleging that the insulin on board (iob) reading on the subject pump was incorrect. The reporter informed customer support that at 8:04 pm that evening she programmed a combo bolus of 1.35 units at 10%/90% split for a 6 hour duration. The patient's mother reported that the iob on status screen was showing zero and the reporter was concerned that as the combo bolus was infusing the additional insulin was not showing any iob. At the time of the call, the patient's mother reviewed the pump and confirmed the combo bolus screen showed 0.87 units of the 1.35 units infused; however, the status screen was showing iob as zero. The reporter confirmed the iob feature was on and there had been no power interruptions to the pump. During a follow-up call to the reporter about 1 hour after initial call placed, the reporter stated that the pump had begun displaying 0.11 iob. Customer support noted that iob should have been counting down thru whole combo bolus process. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Device evaluation submitted 12/14/2012 follow-up # 1 - the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results : unable to duplicate the compliant on incorrect insulin on board calculations during the investigation. A force sensor calibration check showed the force senor was out of specification. Removed the pump cover and disassembled the pump; the force sensor resistance limit was found to be in specification. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys are responsive to user input. No hypersensitive keys were observed on keypad. The pump was checked after 3.5 hours, there was still iob remaining on the status screen. The iob and combo bolus functions were found to be functioning properly.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.